Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep who confirmed that the device was explanted on march 24th. They conducted some further impedance tests pre-operatively as well as during the procedure and again, there were no impedance issues or any other system problems detected.

Event description:
Additional information was received clarifying that the patient was admitted to the hospital. The patient is programmed on 10a at 3.3ma for that segment (10.1ma display amplitude for the whole ring). The impedances for that segment were 4339. They were unable to program past a much lower amplitude than that before the oor warning reappeared though. The impedance didn't increase compared to previous testing and actually reduced slightly as they repeated the test at 1ma a few times to see whether anything changed. All of the impedances were within normal ranges when this alert kept appearing. The root cause of the event was unknown. The patient has not reported any falls or other reasons for the changes in condition. Actions taken included: CT scans and x-rays to check the system and multiple system integrity checks. When the physician avoided contact 10a, the oor alert never appeared so they have assumed there is some kind of issue related to that particular contact. However, the impedances have never varied significantly on that contact so that's why they have been querying an intermittent issue that hasn't been detected at the time of the impedance checks. The patient has been reprogrammed and placed on medications to manage parkinson¿s. The issue was not resolved. They will closely monitor over the next month to determine whether revision surgery is required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had good therapy until sunday when they noticed a sudden decrease in efficacy. The patient checked their stimulation on the patient programmer and saw out of regulation (oor) warning for the first time. When the patient presented to the hospital, the clinician programmer also alerted an oor warning. The patient was programmed through one single contact on each lead (1c and 10a). The impedances were all normal but occasionally, there was high/slightly elevated impedance on one of the contacts. Their stimulation was not effective and the oor warning reappeared when they increased stimulation at a certain ma each time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.